Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had developed surgical emphysema, which the surgeon had recognized as the tracheostomy being cough out again about two weeks after size 8 was inserted. The tracheostomy leaked air into the subcutaneous tissue, which caused the saturation to drop, and patient's appearance was swollen. The surgeon was around, timely identified the surgical emphysema, and successfully recannulated and ventilated the patient. Patient developed bilateral pneumothorax and bilateral intercostal drain had to be inserted. After 2 different sizes were coughed out, a third tracheostomy was inserted successfully, patient was stable, not ventilated and tracheostomy in place.